Manufacturer narrative:
(B)(4). Product surveillance contacted the patient's dialysis nurse. She stated that the patient did not notify the clinic of the error. The nurse stated that the patient is doing fine and that she would follow-up with the patient soon. This complaint for a system error 2240 was not confirmed due to a lack of sample; however, based on the information obtained during baxter's investigation, this incident was determined to be caused by air being sucked into the disposable after the patient had not connected when therapy initiated. The lot number is unknown therefore a batch review was not performed. The homechoice apd systems patient at-home guide instructs patients on the proper sequence of steps to perform before patient can press "go" to start the therapy. This review finds the labeling adequate for the potential use error(s) in the complaint. This incident was resolved over the phone using the current label copy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Resolved over the phone. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during the initial drain. Gts explained that a large amount of air had entered into the disposable set and had the patient cycle power twice to clear it. Gts then explained that the patient needed to start over with new supplies and that they would need to call their dialysis nurse within 24 hours. No injury or medical intervention was reported.